Event description:
It was reported that the homechoice automated pd set with cassette had a foreign object. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted one black embedded particulate matter (approx. 0.09 mmsq) inside the welded cassette. An embedded particulate matter less than 0.6 mm sq is within specification requirement. An under-water pressure test was performed with no issues noted. Functional test (self-test and priming) was also performed with no issues noted. The reported condition was not verified, the product met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.